Event description:
It was reported that the patient went for a pump refill. At the refill, the low reservoir alarm occurred. The pump was refilled. It was reported that the patient had no therapy issues. The pump was infusing gablofen (baclofen). Additional information received reported that the patient had missed a refill which caused the low reservoir alarm. The logs showed that the low reservoir volume occurred on the day prior to the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).